Manufacturer narrative:
On 18-jan-2022, the business partner (bp) medray, informed csh that a site exposed a child 21x the expected dose due to a device malfunction. Per the investigation: the logs analysis confirmed that the lateral femur exposure time switched from 8ms to 175ms and the exposure was taken after 30 seconds. It was determined that the user accidentally selected wall stand causing the overexposure. The lateral femur exposure was covered on default techniques on wall stand with backup 70mas and aec on (which is compatible with given value). The backup file shows the lateral femur to have backup=70mas, which is the provided value when backup error was reported by the generator. The techniques were adjusted by the customer after the incident, now the backup mas values correspond to 40mas for dr wall and 20mas for dr tabletop. Root cause: the auto exposure control (aec) was enabled by mistake by the operator in conjunction with patient positioning over the active (center) chamber was poor. The backup mas cell was outside the collimated area resulting in the backup mas error from generator. The operator had enough time between the detector positioning and the exposure switch button pressed to check the techniques on the screen. They didn't check techniques before exposing. Per our radiation safety representative, and based on the information provided on dap ( dose area product) and techniques used for the exposure, the risk to this pediatric patient is minimal. The additional radiation dose is well below that which would result in any prompt effects like skin erythema, and the additional risk from stochastic effects is negligible. The system is currently in use. This was a one time event. There have been no reoccurrences. Csh has concluded this investigation. There is no UDI number in section as this system was manufactured in 2015 prior to the UDI requirement implementation.

Event description:
On 18-jan-2022, the business partner (bp) medray, informed carestream health that a site exposed a child 21x the expected dose due to a device malfunction. Expected dose: 0.8 dgy.cm², 69kv, 3.2mas. Given dose: 22.27 dgy.cm², 75kv, 69.6mas ei 2701.